Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Concomitant medical products: product ID: 3889-28, lot#: va1gdq2, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had horrible sciatica pain in their hip, down their leg, and in their vagina. It was noted that it was on the left side and had been happening for about 3 weeks before the report. The patient called because they wanted to make sure their device was turned off. The patient synced with the ins and reported seeing the warning message to change the programmer batteries. The patient noted they hadn't used the programmer in a while and stated, ¿it¿s not working, or I¿m not using it right¿. The patient was advised to get new batteries for the programmer and call back. No further complications were reported. Additional information was received from the patient. They reported that they have sciatica problems. When asked, patient said that the sciatica pain is on their left side, which is the side where the first implant was placed. Patient said that the first implant didn't help so hcp moved the wire from the left side to the right side. Patient said that the sciatica pain started about a month ago or so, however they also said that the scar tissue at the previous ins site is extremely painful and has been that way since wire was moved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1gdq2, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause to the first implant (left lead) not helping was due to the patient's falling on the device and it stopped working after that.